Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used. Before the procedure, it was found that the suture had needles at the both ends though it should be single-armed. There were no adverse consequences to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.